Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a patient call that the patient has underwent a spinal surgery due to infection and scoliosis in her lower back. Post-op, the implants started breaking and loosened the construct. Implanted plate loosened in her cranium and are running loosely in her body. The patient was given medication as an additional treatment. The patient was in the ICU 4 weeks post op and had a PICC line through (B)(6) 2018.